Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However, the error was found in the alarm logs and a small leak was discovered that was attributable to the bellows base being unseated and a worn bag/vent seal. The bellows base was reseated, the bag/vent seal was replaced, and the flow sensor was replaced proactively. The unit was returned to service.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate in pressure mode. The patient was ventilated in volume mode. There was no report of patient injury.